Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube was completely separated 50cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. Microscopic examination of the distal shaft presented no irregularities that could have contributed to the damage. No distal weld damage was found. The balloon was tightly folded. No damage or irregularities were noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 70% stenosed,12mmx2.5mm target lesion was located in the mildly tortuous and mildly calcified left main (lm) artery. Pre-dilation was performed with the balloon. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.